Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 708580-notvalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included cervicitis. Concomitant products included amlodipine besilate (amlodipine besylate) and hydrochlorothiazide since 2015. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2010, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)/chronic"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), depression ("psych injury related to essure/ depression"), migraine ("migraine/ migraines/ headaches"), headache ("headaches"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder problems"), gastrointestinal disorder ("gi conditions") and libido decreased ("hormonal changes describe: low libido") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, depression, bladder disorder, gastrointestinal disorder, hormone level abnormal, headache, weight increased, weight decreased, libido decreased and vaginal haemorrhage outcome was unknown, the menorrhagia, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, metrorrhagia, fatigue, alopecia and nausea had resolved and the migraine was resolving. The reporter considered alopecia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, libido decreased, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted for essure insertion date: (B)(6) 2010 and (B)(6) 2010. Received treatment for psych injury, fatigue, gi conditions, hair loss, hormonal, changes, migraine, headaches, nausea, weight gain, weight loss. The right had 2 coils showing and the left had 3 coils showing. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.8 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding. Most recent follow-up information incorporated above includes: on 8-oct-2019: pfs received: new events anxiety was added. Reporter information and concomitant drug were added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 708580) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included cervicitis. Concomitant products included amlodipine besilate (amlodipine besylate). On (B)(6) -2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)/chronic"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), depression ("psych injury related to essure/ depression"), bladder disorder ("bladder problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), migraine ("migraine/ migraines/ headaches"), headache ("headaches"), nausea ("nausea"), libido decreased ("hormonal changes describe: low libido") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, depression, bladder disorder, gastrointestinal disorder, hormone level abnormal, headache, weight increased, weight decreased, libido decreased and vaginal haemorrhage outcome was unknown, the menorrhagia, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, metrorrhagia, fatigue, alopecia and nausea had resolved and the migraine was resolving. The reporter considered alopecia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, libido decreased, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted for essure insertion date- (B)(6) 2010. Received treatment for psych injury, fatigue, gi conditions, hair loss, hormonal, changes, migraine, headaches, nausea, weight gain, weight loss. The right had 2 coils showing and the left had 3 coils showing. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.8 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding. Most recent follow-up information incorporated above includes: on 20-sep-2019: plaintiff fact sheet and medical records were received. Events per pfs: hormonal changes describe: low libido, abnormal bleeding (general), pain, abnormal bleeding (vaginal). Lot number, concomitant drug added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)/chronic"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury related to essure"), bladder disorder ("bladder problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction and metrorrhagia had resolved and the psychological trauma, bladder disorder, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, migraine, headache, nausea, weight increased and weight decreased outcome was unknown. The reporter considered alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, psychological trauma, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted for essure insertion date (B)(6) 2010. Received treatment for psych injury, fatigue, gi conditions, hair loss, hormonal, changes, migraine, headaches, nausea, weight gain, weight loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: previously reported event "injury to herself" was updated to "dysmenorrhea (cramping)", events- "chronic,,dyspareunia (painful sexual intercourse), apareunia, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), psych injury related to essure, bladder problems, fatigue, gi conditions, hair loss, hormonal, changes, migraine, headaches, nausea, weight gain, weight loss, she did not undergo essure confirmation test" added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.